Event description:
Per the clinic, the patient experienced intermittencies due to a seroma that formed at the implant site and subsequently underwent exploration surgery (B)(6) 2013 to drain the site. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.